Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator exhibited oversensing due to noise. This oversensing resulted in inappropriate mode switch. The device will continue to be monitored as noise was due to electromagnetic interference from an external source. The patient was stable and asymptomatic.